Manufacturer narrative:
The investigation of automated impella controller (aic) - loss of opm data has been completed. Data analysis confirmed the reported issue and during the investigation the reported issue was able to be reproduced. The cause of the aic issue was a software issue. D2 common device name incorrectly reported on manufacturer device report 1220648-2024-13150.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported the automated impella controller (aic) had placement signal unreliable issues. The aic was being sent back for investigation. It is unknown if the aic was in use when the issue occurred.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from on 2024-06-29 are consistent with complaint and show ¿placement signal not reliable¿ (psnr) alarm (#1036, opm signal invalid) occurring twice, and self-resolving. Corresponding ltlog data indicates erroneous values of contrast parameter, consistent with momentary loss of light. Aic logs prior to psnr, on 2024-06-23 show four brief (lasting few seconds) occurrences of ¿loss of opm data¿ (event 1045, opm crc error) and invalid_bad_pressure_sample_mask condition (invalid sample due to ambient pressure out-of-range). This failure mode, verified with corresponding rtlogs (placement, snr, contrast, lamp, gain are represented as -16384 values due to the crc error), was not manifested by controller error alarms due to short duration, and was unrelated to psnr occurring few days later. This momentary loss of placement signal was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The automated impella controller (aic) software operated as designed. When console was tested in danvers, the issue was reproduced - psnr condition spontaneously occurred, and during this time opm lamp was not emitting light (this results later in oscillating values of contrast in lt/rt logs). Issue self-resolved within a minute, and optical bench was operating within specification for some time, until the repeated onset of the issue, which this time did not resolve. Analysis of console data revealed possible early stage of cell imbalance of battery 2 - not resulting in alarm or internal shutdown yet (the issue is known to be irreversible) - unrelated to this complaint. The cause of the optical signal issue was a defective optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. G1 MDR reporting contact email h6 updated to include placement signal coding.